Event description:
The customer reported poor water supply from the subject device and the forceps adjustment was not functioning as expected. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle. The material could not be identified. A review of the device history record found no deviations that could have caused or contributed to foreign material being found in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that, due to physical damage to the device, the foreign material might not have been removed even though reprocessing was performed properly. The reprocessing methods of the facility did not deviate from the instruction manual. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issues (poor water supply and forceps adjustment malfunction) were not reproduced during testing. In addition, there was no air supply due to the air/water channel being clogged, the paint on the air/water cylinder was peeling due to handling, angulation was insufficient and there was play in the angulation knob due to the angle wires being stretched, there was a gap and a crack in the adhesive on the bending section cover, there were scratches on multiple parts of the device due to handling, there was a wrinkle in the cable due to the resin area becoming detached due to humidity or deteriorated due to reprocessing and/or bending at a sharp angle, the adhesive on the objective lens was peeling, the scope cover plate was detached due to handling, and there was a leak in the bending section cover due to a scratch. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.